Manufacturer narrative:
Patient information is unknown. Event date unknown. Two unknown screw locking. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4) - patient underwent hardware revision surgery on (B)(6) 2017, 4 screws had loosened and backed out of the plate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent hardware revision surgery on (B)(6) 2017, 4 screws had loosened and backed out of the plate. Originally, the patient had an open reduction internal fixation (orif) of the right ankle on (B)(6) 2017. The surgeon stated the patient was noncompliant and had been walking on the fixation prior to plan. All hardware was removed (1 plate and 10 screws) of which 4 screws had loosened and backed out. The 6 other screws and plate were removed intact - no fragments. An eternal fixation device was applied to the patient. There was no surgical delay, patient outcome good and procedure completed successfully. Concomitant devices reported: 2.7mm variable angle locking plate (part #02.118.408, lot # unknown, quantity 1), screws (part # unknown, lot # unknown, quantity 6). This report is for 2 unknown screw locking. This is report 2 of 2 for (B)(4).